Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited muscle stimulation and high pacing threshold measurements. Boston scientific technical services (ts) suggested obtaining a chest xray to confirm position of the lead. Additional information obtained from the field which indicated that it turned out that it was due to the lead position. The lead was repositioned. No additional adverse patient effects were reported.